Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker did not have sound in unit, but the speaker did make sound on the mt56060 tool. Based on the information available and the testing conducted, the cause of the reported problem is likely the system board but could not be confirmed. The system board and speaker were replaced. The device was operational after repairs were completed, and the device was returned to the customer.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event, so there was no patient involvement.